Event description:
Resident fell while being transferred with mechanical lift. Lift tipped over while resident was in the lift. Reported also that this resident had falled once before with same situation and also fell another time. The feet of the lift were not separated in the wide position or did not stay in the wide position when moving the lift during incident. This mechanism had been repaired prior to this incident. Replacement part will be ordered. Hip fracture (l) sustained, bruising, pain occurred after the incident.